Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer shows device not detected on bus, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer shows device not detected on bus due to component issue. Field service engineer replaced matrix drawer controller board to resolve the issue. The system functioned as intended after the field service engineer serviced the device.